Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Maude report (mw 5061993) states: "I had a depuy pinnacle hip replacement in 2008. I reported noises and occasional pain that went away to my orthopedic surgeon and he checked the hip with xrays periodically. All appeared to be okay. However on/around (B)(6) 2016, pain started that would not go away. I had to insist beyond one visit to my surgeon that something was clearly wrong and he admitted me. With an MRI and CT scan, they revealed a mass on the inside of my leg. There they found cobalt serum of 118 mcg/l. This means I have metal poisoning and the mass is a pseudo tumor caused by the metal debris. I am scheduled for revision surgery (B)(6) 2016. The physician is unsure which parts he will have to remove but he will examine them all. He does not know if I have muscle damage either yet or bone loss due to the metal." Update rec'd 6/15/2016- litigation received. Litigation alleges the patient suffers from pain, discomfort, inflammation and elevated amounts of toxic cocr metal ions and particles to be released into the patient's blood, tissue and bone. The doi, dor, side and reportability have been updated. An invoice has been identified, so the complaint has been updated with a liner, head, and stem.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated.depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical records received. After review of the pfs records for MDR reportability, there is no new additional information that would affect the existing investigation.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4).